Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hyperglycemia with a blood glucose (bg) level of 377 mg/dl while performing a supply change. The patient was unable to see drops during fill tubing and received an alert to stop. Inspection of the removed supplies revealed a bent connector needle. The patient administered a manual insulin injection and then completed a new supply change, resuming insulin delivery successfully. The patient reported feeling unwell with teeth pain during the event. No outside assistance or medical intervention was required.